Event description:
The micro sagittal saw was sent in for eval due to overheating during procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
During failure analysis, the device had a high amp draw which is a symptom of overheating. Corrosion damage was also noted within the internal components of the device.